Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the sales rep; I spoke to the surgeon briefly when I discovered this incident had happened. I can¿t answer many of your questions in that much detail. He only gave me a couple of minutes and was brief in his description of what happened. I will try and engage him again and ask him some of the questions outlined in your message. He has used legacy trio enseal for 3 years and knows the steps of use well and what the 3 tones represent. He told me it was not coagulating well during the case and when he used it on the inferior mesenteric artery, it didn¿t seal and started bleeding. He couldn¿t get control of the bleeding laparoscopically so he opened to gain control and finish the case. He also mentioned to me that he was not hearing the final tone. He did not reveal any pertinent info about the patient.

Event description:
It was reported that during a laparoscopic colon resection procedure, device did not properly coagulate and did not respond with the final completion tone. Surgeon tried to coagulate and seal a large vessel under 7mm. Failed to seal, and vessel bled. Surgeon had to open patient to get control of bleeding. There were no patient consequences reported.